Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the frayed cable. The instrument was found with a frayed grip cable at the distal clevis and proximal clevis. A small indentation was found along the edge of distal idler pulley, which is the likely the cause of frayed cable. Frayed strands stuck out at the instruments wrist. The other cables at the wrist were not damaged. Additional damage found was a bent bipolar pin and char marks on the yaw pulley. One bipolar pin was bent at the back of the housing. Engineering concluded the damage was likely due to mishandling. Both yaw pulleys exhibited charring and localized melting at the grip base. Electrical continuity test passed. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported cable malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the cable frayed on the precise bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.